Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power module and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device is powering off and on by itself. As a result, defibrillation may be delayed or prevented if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device is powering off and on by itself. As a result, defibrillation may be delayed or prevented if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Based on the information available physio-control has determined that the likely cause of the reported issue was due to process residue on filter components fl4 and fl10 on the power supply assembly portion of the power module.

Event description:
The customer contacted physio-control to report that their device is powering off and on by itself. As a result, defibrillation may be delayed or prevented if it were necessary. There was no patient use associated with the reported event.